Manufacturer narrative:
D9: product received date 10/14/2024. H3: four used devices were received, and three pictures were provided by the customer. As received the back check valves on samples 1 and 2 were observed to be separated from the corresponding tubing. Inspection of the tube and bond pocket showed little to no traces of solvent. No additional damages or anomalies were observed. The bond strength between the backcheck valve and the tubing was tested on samples 3 and 4. Sample 4 met specifications. Sample 3 separated during handling. The complaint of luer coming loose from the tube can be confirmed due to the separation observed. The probable cause of the separation is due to insufficient solvent application during assembly.

Event description:
It was reported that at the patient¿s house during the administration of parental nutrition, for the fourth time the product was loosening the luer connection tube that went to the patient's catheter. Not through the luer but underneath it, it came off the thread. It appeared that it had not been sealed properly. The product was in use for 16 hours. Per the reporter there was patient involvement, delay in therapy, but no reported harm or adverse event.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.